Event description:
It was reported that pump experienced malfunction alarm customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer had not taken any actions before calling, so technical support provided instructions to reset pump, assisted with reset, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction returned, which caller acknowledged and understood.